Manufacturer narrative:
3003721894-2015-00058 is associated with argus case (B)(4) polident denture adhesive cream

Event description:
Accidental device ingestion. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. Additional details: the male patient of unknown age reported that he swallowed the product at a small dose while using polident denture adhesive cream and queried if it would be harmful. No further information was reported.